Event description:
The customer reported to olympus, the cable maj-1430 on the video system center was replaced without success. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the video system center, while being used with the 180-mm endoscope, did not display an image. The customer replaced the maj-1430/video scope cable with no results. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information has been added to the following fields: h4, h6. Corrected fields: b5, d9, d10, and h3. The device was evaluated by olympus. The evaluation found that the allegation of the no-image display was confirmed due to a faulty patient circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image was displayed due to a faulty print board.  Olympus will continue to monitor the field performance of this device.